Manufacturer narrative:
At this time, microline surgical is waiting for more information from the end user of the device. It has been confirmed that the pin from the jaw is still in the patient. Once msi has more information, a final report will be created and submitted.

Event description:
The laparoscopic fenestrated doyan tip that dismantled and malfunctioned intra-operatively today. Both the mentioned tip and handle were performing appropriately with the start of the operative case. Then when the surgeon went to engage and use had noticed on the screen that the metal pin holding the tips together was no longer present. The team was unsure at what exact point the mechanism had broken. The item was removed from the field, inspected and found to have the insert pin attachment missing. The nursing staff present in the theatre informed the surgeon, confirmed the above and wrote out an rl6 form while the procedure was continuing. Upon discussion the surgeon determined a post op radiograph was to be ordered once patient in pacu. The jaw pin is currently still in the patient.

Manufacturer narrative:
The device was returned, decontaminated, and visually inspected. Upon inspection and functional testing, the complaint of a damaged tip was confirmed. Although the device was initially reported as a reusable grasper tip, closer examination revealed that it is, in fact, a disposable grasper tip, intended for single use. This conclusion was based on the design features of the returned components. Specifically, the presence of a back hub, which is only found on disposable tips. Reusable tips are not constructed with this feature. Additionally, the catalog number reported by the customer was determined to be incorrect. The device was returned without the heat shrink component, suggesting that it may have been reprocessed prior to being returned. Reprocessing of a single-use device can compromise the structural integrity of the components, increasing the risk of failure. The instructions for use (IFU) clearly state that disposable instruments are not intended to be reprocessed or reused. Further visual inspection suggests that the failure may also be due to excessive force applied to the jaws. If the device is used in such a way that the jaws are fully opened and then forcefully engaged with tissue or another object, the applied stress may exceed the design tolerance. This can result in the crimp pin becoming the failure point, ultimately leading to breakage due to shear stress. This type of defect is not common. Microline will continue to monitor for similar occurrences. It is important to note that all devices undergo 100% final inspection for defects and damage prior to release. Therefore, it is unlikely that the device left microline in this condition. The complaint is confirmed. A possible root cause is likely due to reuse of a single-use disposable tip, possibly combined with excessive mechanical force during use.

Event description:
"The laparoscopic fenestrated doyan tip that dismantled and malfunctioned intra-operatively today. Both the mentioned tip and handle were performing appropriately with the start of the operative case. Then when the surgeon went to engage and use had noticed on the screen that the metal pin holding the tips together was no longer present. The team was unsure at what exact point the mechanism had broken. The item was removed from the field, inspected and found to have the insert pin attachment missing. The nursing staff present in the theatre informed the surgeon, confirmed the above and wrote out an rl6 form while the procedure was continuing. Upon discussion the surgeon determined a post op radiograph was to be ordered once patient in pacu. The jaw pin is currently still in the patient.